Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification). Anxiety - product/procedure: unable to observe as it is not related to the device. Additional observations: creases were observed. Wear abrasion observed. Deformation observed. White encapsulation was observed on the device. Green mold like appearance observed. Non penetrating nicks were observed. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation and exchange from textured to smooth due to concern with the product. Device remains implanted.